Event description:
Rptr responded to cardiac arrest. During the course of the code rptr had to "c.s." Pt several times. The life pac 12 worked fine until just before they arrived at hosp. When rptr attempted to "c.s." (Charge) pt, screen showed message stating that cables were not connected. Checked cable attachment several times and rebooted the monitor. Unable to get unit to "cs". Rptr had run test on monitor when shift began and it had tested ok.